Event description:
I believe the years I had radial keratotomy, alk and lasik surgery to correct my vision were 1995-1996. I believe I had around four procedures on each eye in my doctor's attempt to correct my vision to 20/20. My patient chart was as thick as a (B)(6) phone book. I was legally blind without glasses and had been since I was a child. My uncorrected vision was unmeasurable on the charts. I could not see the big e clearly unless I was standing right in front of the eye chart. My doctor told me my vision was minus 8 with my extreme nearsightedness. I was able to see well with contact lenses but they were uncomfortable. My glasses were as thick as coke bottles and were equally uncomfortable. I was excited that this surgery could significantly improve my eye sight, and it did at first. There were complications of halos around lights at night which made it difficult to drive which took about six months to improve. I began needing glasses, new ones each year. Within the past four years, I have had so much difficulty with fluctuations in my vision which have gotten increasingly worse. Some days I can't see well with or without glasses. Some days I don't need them at all if I am outside. There is no rhyme or reason to it. I have had to purchase two or three pairs of glasses per year only to find that I cannot see with them in a day, a week, or never. Driving at night and seeing in the dark is challenging. I am a registered nurse in a post-anesthesia care unit. I need sharp vision to see monitors across the room and draw up accurate doses of medication. I am doing that without a problem. I am having trouble when it comes to my computer charting and reading written information. Fortunately, this does not happen daily. I found out last week that I am a candidate for scleral lenses which have helped others like myself. I hope this will end my daily fluctuations in my vision.